Event description:
It was reported that the patient experienced discomfort at the generator site. It was noted that the device was surgically repositioned on (B)(6) 2013. It was noted that specifically the device was "repositioned superior and medial from previous position." The patient outcome reportedly resolved without sequelae by (B)(6) 2013. Reportedly there were no diagnostic methods used. The etiology was noted to have been related to the "incisional site/device tract: neurostimulator pocket." It was noted that the event was related to the device or therapy, but not related to the implant procedure. It was added that "on the day of the scheduled lead revision, it was decided to reposition the generator secondary to discomfort." The severity was reportedly "mild." It was not reported if or why the lead revision was necessary. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3998, lot # v017182, implanted: (B)(6) 2007, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).